Event description:
During a review of available programming history, it was identified that this patient had high impedance, found during a system diagnostic test performed on (B)(6) 2010. The patient's information, including lead product information is currently unknown. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The last known physician has been unable to identify the patient and all attempts to determine the patient's identity as well as the lead product information have been unsuccessful to date. A review of the generator manufacturing records revealed no anomalies.